Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise which began causing mode switches. The lead was reprogrammed, then later capped and replaced. It was also reported that the patient was mindly symptomatic with mode switches. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise which began causing mode switches. The lead was reprogrammed, then later capped and replaced. It was also reported that the implantable pulse generator (ipg) device experienced a power on reset (por) during use of cautery in the removal procedure. The device was explanted and replaced. No patient complications have been reported as a result of this event.